Event description:
It was reported by the affiliate that the (3)ems were used during a laparoscopic hernia procedure. It was reported that the instrument jammed at the tip. A new box was opened and the case was successfully completed. There was no consequence to the pt.